Event description:
It was reported that two days after implant, the pacemaker was producing pacing spikes on the ECG strip where they were not expected, consistent with undersensing and loss-of-capture on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.